Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller indicated the relion micro meter was giving variable readings. Customer called to say he is getting weird blood results. He did 2 blood tests with rep on the phone and got a lo reading and a 93. He has had meter for 3 months. He keeps in his kitchen away from appliances. Strips stay in the same bottle they come in. Readings started acting funny the other day. Caller changes lancets every time, washed with soap and water. Replacing product.